Event description:
(B)(4). It was reported that post a coronary stenting procedure, the patient experienced angina and target vessel revascularization occurred. In (B)(6) 2011, the subject presented for left sided chest pain and was diagnosed of stable angina and underwent cardiac catheterization which revealed two lesions. The first lesion was an in-stent restenotic lesion located in the third obtuse marginal branch with 60% stenosis and was 9mm long with a reference vessel diameter of 2.3mm. It was treated with direct stent placement using a 2.25 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. The second lesion was also an in-stent restenotic lesion located in the distal left circumflex (lcx) with 90% stenosis and was 14mm long with a reference vessel diameter of 2.9 mm. It was treated with pre-dilatation and placement of a 2.75 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the subject presented for chest pain and was diagnosed of angina and was hospitalised on the same day. Subsequently, the subject underwent cardiac catheterization which revealed a 70% diffuse in-stent restenosis of study stent deployed in distal lcx. It was treated with placement of 2.25 x 20 mm ion mr stent. Following post dilation with ptca balloon the residual stenosis was 0%. The subject was on aspirin, at the time of the event. The following day, the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).